Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. D4: batch #362c94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off. In addition, no package was received for analysis. The device was received with no reload present. Further analysis showed the knob returned damage. No functional test could be performed with it due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, one photo was provided and it showed only one tyvek from the top view. A manufacturing record evaluation was performed for the finished device batch number 362c94, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/13/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure the firing button was broken when firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.